Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41266, motor timeout. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported complaint that the pump encountered a motor timeout error 41266. The event occurred during infusion¿., and the reported issue was not confirmed. Visual and functional testing was performed. Review of event log found no relevant information. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The probable cause of the reported problem unknown. Device passed all testing criteria post repair.